Event description:
I had a total hip done using a pinnacle acetabular component from depuy. My activities were reduced following surgery and because I am a left arm amputee. It is now loose. I have pain in the buttocks and in the groin. These problems first surfaced around 2008. My reason for not pursuing it with the orthopedist is that revisions really don't work.